Manufacturer narrative:
Concomitant products: dtma1qq crt-d implanted: (B)(6) 2022. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead exhibited high thresholds and a potential micro dislodgement. The lv lead was re positioned to a more stable location and remain in use. No patient complications have been reported as a result of this event.